Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
Per evaluation of the sample received it was noted that the coude tip was not aligned with its coude indicator.

Manufacturer narrative:
The reported event was confirmed as manufacturing related. Five coude intermittent catheters were returned. The investigation was opened due to one of the catheters in invest#: 1413236 had a coude tip that was misaligned with its coude indicator. The root cause could be due to "preventive maintenance not performed" and/or "machine error". The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: " visually inspect the product for any imperfections or surface deterioration prior to use" these instruction will assist in preventing the use of a defective catheter." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per evaluation of the sample received it was noted that the coude tip was not aligned with its coude indicator.